Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (r adiculopathies). It was reported there was shocking and stimulation in an undesired location. The patient reported that she had a bad thing happen to her back after sitting down and getting up out of her chair at church. It was noted that the nerve in the patient's back "caught," she had shooting pain, and she could not move. The patient went home from church and turned her stimulator on to try and help treat the pain and she did not know what happened, but "it went crazy" and she felt a shocking sensation and the stimulation sensation went from her back down to her leg like it was supposed to but it also went"up towards the waist" and was an irritating sensation instead of what it was supposed to be. The patient noted that it was hard to get it to stop and when she finally got it turned off, she had little sensations in the leg that felt like little zaps and then they finally went away. The patient's stimulation was still turned off and she was in the process of making an appointment with her managing healthcare provider (hcp). It was noted that this was considered to be a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.